Event description:
It was further reported that the shaft was broke just near to the puncture site outside the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 3x2.75mm, concentric, de-novo target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was selected to dilate the lesion. However, the delivery system was broken outside the patient during insertion. The proximal part holding the balloon was withdrawn safely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the shaft was broke just near to the puncture site outside the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and balloon in the guidewire lumen. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the outer and inner shafts. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 29cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic presented no damage or irregularities in the balloon of the device. Microscopic presented no damage or irregularities in the bonds of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).